Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had flow blocked alarm. The customer's blood glucose value was unknown. Customer stated they are able to assemble a new infusion set and reservoir but insulin flow blocked keeps recurring and has tried different infusion sets and reservoir and it still continued. Customer stated the tubing was bent or kinked. The customer has not tried different cannula lengths. Customer stated they have tried all remedies. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.